Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a bilateral case of extreme light sensitivity in natural and artificial light (fluorescents) at about one week post lasik procedure, and has not resolved/improved. Reporter indicated the patient was placed on an increased topical steroid eye drop dosage. Upon follow up, reporter indicated the patient symptoms are continuing and has been placed on a non-steroidal anti-inflammatory drug (nsaid). Patient is continued to be monitored. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.